Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Product was not returned for investigation. The cause of the delivery issue was most likely patient condition related.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the impella was primed and inserted but was unable to pass through the iliacs. Procedure was aborted. No known patient harm or injury.